Event description:
The jacket was flushed to successfully deploy after experiencing high jacket retraction forces. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter.